Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. Continuity testing confirmed a short condition in the y-adaptor between the proximal and distal leadwires. No open or short condition was observed in the leadwires distal of the y-adaptor and the electrodes. The balloon inflated clear and concentric and did not leak. No visible damage to the catheter body, balloon, windings, or returned syringe was observed. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. The customer report of pacing difficulty was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.